Event description:
A customer reported to backman coulter, inc. (Bci) that they obtained erroneously high accu tni (troponin) results on their unicel dxi 800 access immunoassay system and the results were reported out of the lab. Prior to the event, the qc (quality control) results were within spec. The samples were retested on another analyzer and the results were found to be lower and within the normal reference range. Two erroneous pt results were reported outside of the lab. The customer provided the two pt results. There was no report of death or serious injury. However, it is not known if there was any changes to pt treatment associated with this event.

Manufacturer narrative:
A bci fse (field service engineer) was not dispatched to the site on 05/20/2009 and performed troubleshooting. The fse found that the peri-pump tubing was worn and flat. The fse replaced the pump tubing. The fse verified the instrument's performance by running a system check which met specs. The fse recommended that the customer replaced the peri-tubing every 2 months due to the high volume of testing. Hardware was found to be the root cause of the problem. This is one of two medwatch reports being submitted since two results were reported out of the lab related to this event. The other related medwatch has report number 2122870-2011-05259. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 through october 23, 2010 for add'l reportable events.